Event description:
Straight shots. Rec'd 3/22/05.

Manufacturer narrative:
The subject product has been received and is still out for evaluation. A follow up report will be submitted upon completion of evaluation.